Event description:
On (B)(6) 2012, a lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter had a cracked display and was reading inaccurately compared to the same meter, and compared to her feelings or normal results. This compliant was documented using the customer care advocate (cca) documentation. On (B)(6) 2012 at 7pm, the patient reported the alleged issue first began. The patient reported a "glass was dropped on the meter" therefore, she was unable to read her results. The patient reported she was able to see the results once they were communicated to her insulin pump. However she believed her obtained readings of "190, 156 and 176mg/dl" were inaccurate. Based on statistical methodology, the calculated difference of these readings does not exceed the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using an unknown insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However 9 hours later, the patient reported developing symptoms of being "thirsty with poor vision." The patient denied receiving any medical intervention in response to her alleged symptoms. At the time of troubleshooting, the cca determined that there was misuse of the subject meter and this was not the first time the meter had been used. The cca determined the patient was using an approved sample site to obtain the samples and the subject meter was in the correct unit of measurement at the time of the call. The patient did not have testing supplies available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issues, there was a delay in treatment and the patient developed symptoms suggestive of hyperglycemia. The 3500a report was added to the regulatory reports screen to document the MDR submission date. Please refer to pi# 1-4723824176 for the actual MDR submission related to this complaint.

Manufacturer narrative:
(B)(4): lifescan received the meter and test strips with the complaint on (B)(4) 2012. Investigation was completed with the returned meter on (B)(4) 2012. Analysis was not possible with the returned meter because the returned meter had a broken display.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.